Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure (batch no. C12710) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("extreme menstrual distress"), back pain ("back pain"), arthralgia ("joint pain"), fatigue ("extreme fatigue"), mental disorder ("psychological symptoms"), alopecia ("hair loss") and skin disorder ("skin symptoms"). The patient was treated with surgery (foreign material was removed). Essure was removed. At the time of the report, the abdominal pain, menstrual disorder, back pain, arthralgia, fatigue, mental disorder, alopecia and skin disorder outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, fatigue, menstrual disorder, mental disorder and skin disorder to be related to essure. The reporter commented: as a result of the symptoms she has been hindered in her normal daily functioning, and she suffer damage. Most recent follow-up information incorporated above includes: on 18-nov-2020: case was now reported from lawyer. Essure lot number was provided. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("extreme menstrual distress"), back pain ("back pain"), arthralgia ("joint pain"), fatigue ("extreme fatigue"), mental disorder ("psychological symptoms"), alopecia ("hair loss") and skin disorder ("skin symptoms"). The patient was treated with surgery (foreign material was removed). Essure was removed. At the time of the report, the abdominal pain, menstrual disorder, back pain, arthralgia, fatigue, mental disorder, alopecia and skin disorder outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, fatigue, menstrual disorder, mental disorder and skin disorder to be related to essure. The reporter commented: as a result of the symptoms she has been hindered in her normal daily functioning, and she suffer damage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure (batch no. C12710) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("extreme menstrual distress"), back pain ("back pain"), arthralgia ("joint pain"), fatigue ("extreme fatigue"), mental disorder ("psychological symptoms"), alopecia ("hair loss") and skin disorder ("skin symptoms"). The patient was treated with surgery (foreign material was removed). Essure was removed. At the time of the report, the abdominal pain, menstrual disorder, back pain, arthralgia, fatigue, mental disorder, alopecia and skin disorder outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, fatigue, menstrual disorder, mental disorder and skin disorder to be related to essure. The reporter commented: as a result of the symptoms she has been hindered in her normal daily functioning, and she suffer damage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-nov-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("extreme menstrual distress"), back pain ("back pain"), arthralgia ("joint pain"), fatigue ("extreme fatigue"), mental disorder ("psychological symptoms"), alopecia ("hair loss") and skin disorder. The patient was treated with surgery (foreign material was removed). Essure was removed. At the time of the report, the abdominal pain, menstrual disorder, back pain, arthralgia, fatigue, mental disorder, alopecia and skin disorder outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, fatigue, menstrual disorder, mental disorder and skin disorder to be related to essure. The reporter commented: as a result of the symptoms she has been hindered in her normal daily functioning, and she suffer damage. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.